Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a leak occurred at the luer lock portion of a 6f 0.070in extra-back up (xb) 3 100cm vista brite tip guide catheter. There was no reported patient injury. The intended procedure was a select angiogram. The leak occurred after insertion into the patient. The device was torqued or steered by the hub. The access site vessel characteristics were normal. It is unknown if the device was pulled from the packaging by the hub. No difficulties were encountered during insertion, advancement, or withdrawal of the device. The product was stored, handled, and prepped according to the instructions for use (IFU). No device damage was noticed prior to opening the package, and no difficulty was experienced removing the device from sterile packaging or during preparation. The device will not be returned.

Manufacturer narrative:
As reported, a leak occurred at the luer lock portion of a 6f 0.070in extra-back up (xb) 3 100cm vista brite tip guide catheter. There was no reported patient injury. The intended procedure was a select angiogram. The leak occurred after insertion into the patient. The device was torqued or steered by the hub. The access site vessel characteristics were normal. It is unknown if the device was pulled from the packaging by the hub. No difficulties were encountered during insertion, advancement, or withdrawal of the device. The product was stored, handled, and prepped according to the instructions for use (IFU). No device damage was noticed prior to opening the package, and no difficulty was experienced removing the device from sterile packaging or during preparation. The product was not returned for analysis. A product history record (phr) review of lot 18234763 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The device was not returned for evaluation; therefore, the reported luer hub-leak could not be substantiated. Based on the available information, the root cause is undetermined. The device IFU does not include specific instructions regarding hub leakage. However, discontinuing use of a device that exhibits a leak is consistent with standard clinical training and good clinical practice. Labeling was reviewed and found adequate to its intended scope. Based on the available information and phr review, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.